Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was seen in the clinic for a routine device interrogation, during which, the field representative (rep) reported discovering noise which led to stored episodes. The rep was unable to recreate any noise. It was also reported that a lead safety switch (lss) had been triggered, indicating an out of range impedance measurement. Diagnostics were stable on both unipolar and bipolar settings. No intervention has been performed and the patient was to be reevaluated at a later date. At this time, the source of the clinical observations has not been determined. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.